Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Occupation is a non-healthcare professional.

Event description:
Litigation alleges dislocation and elevated metal ions after first revision. Doi: (B)(6) 2012 - dor: none reported; (right hip).